Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarm error 25. Customer's blood glucose was 130 mg/dl. The customer was advised that the internal power source in the pump is unable to charge. The customer was advised to stop using the device. The customer was advised to consider other insulin treatment.